Event description:
Caller reported that the pump battery was not charging despite using a tandem charging cable and two different wall adapters. There was no adverse impact to the customer's blood glucose level, but specific levels were not provided. As a resolution, tandem's technical support determined that the pump needed replacement, informed the customer, confirmed their shipping address, and instructed them to use the pre-paid label to return the problematic pump. Customer¿s choice of backup insulin therapy was not disclosed.